Event description:
An optometrist reported diffuse lamellar keratitis (dlk) ou that was noted one day following a lasik procedure. The patient was treated with topical steroid drops. The patient is asymptomatic and has good vision and good comfort. Additional follow-up with the optometrist indicated the event resolved with treatment. The steroid drops were tapered and then discontinued. There are two medical device reports associated with this event. This file is for the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).